Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported) and subsequently was treated with topical and oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The abutment was removed on (B)(6) 2026 under local anesthesia. The internal fixture remains.